Manufacturer narrative:
Follow up #1 submitted 08/26/2015: calibra received follow up from the patient on 08/19/2015. The patient indicated that the sites were prepared by washing the site but no alcohol wipes were used. The patient also indicated that hair was not removed from the site prior to application. The patient indicated that the patches typically fell off because of excess sweat. The patient indicated that the adhesive was loosening and coming off from underneath and not really from the outside edges unless the site was bumped. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of calibra of any deficiency in the performance of the device.

Event description:
On (B)(4) 2015, calibra received an anonymous survey which indicated that the patch shifted/moved/became loose when the patient did physically demanding work outside and produced copious amounts of sweat. No additional information was provided related to the complaint. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.